Event description:
It was reported that the left ventricular lead was dislodged and had no capture. The lead was explanted and was replaced with a competitor lead. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: (B)(4) - performance data was received and analyzed. The save to disk primary finding noted no anomalies were found.